Event description:
It was reported that the patient's implantable cardioverter defibrillator failed to pair to their merlin mobile application due to a bluetooth telemetry issue. No intervention was performed. There were no patient consequences.

Event description:
New information received notes that programming changes were performed and the device was successfully paired via bluetooth. There were no patient consequences.

Manufacturer narrative:
The reported event of inability to communicate via ble was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity. No other anomalies were found.